Event description:
It was reported that the user¿s ilet was not displaying glucose readings while the dexcom app showed data, and a spinning wheel appeared on the ilet; the issue was traced to entering an incorrect dexcom g7 pairing code and attempting to pair under the wrong sensor type. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.